Manufacturer narrative:
The presidio 10 cerecyte microcoil 4 mm x 11.5 cm (pc410041230/f57002) had strong resistance during advancement inside the sl-10 microcatheter (details unknown). So it was removed. The microcatheter was not replaced. It was noted during analysis that the coil was returned damaged (buckling and stretching). No further information provided. The coil was returned damaged (buckling and stretching). There are two possible contributing factors to the coils resistance. The most likely root cause of the coil¿s strong resistance while advancing in the microcatheter was due to the sheath¿s locking mechanism becoming embedded into the v notch of the resheathing tool. This would have produced binding between the device positioning unit (dpu), the coil, and the sheath. This would have produced significant resistance during the coils advancement. An additional, but less likely contributing factor may have been interference inside the microcatheter. However, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. It was found that the locking mechanism became embedded into the v notch of the resheathing tool. For optimim product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger.¿ based on the information and the analysis, the events were confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The presidio 10 cerecyte microcoil 4 mm x 11.5 cm (pc410041230/f57002) had strong resistance during advancement inside the sl-10 microcatheter (details unknown). So it was removed. The microcatheter was not replaced. It was noted during analysis that the coil was returned damaged (buckling and stretching). No further information provided.